Event description:
An acdf was performed on (B)(6) 2015. The surgeon instrumented with a swift plus 32 mm plate and (6) 12 mm screws. He used the double barrel drill guide (cloward style guide) and drilled with 12 mm drill bit. The 12 mm self drilling screw was then placed through guide. All 6 screws were placed into plate and then tightened into cams. No issues during case. I was then informed that on two of the post op images that were taken in (B)(6) showed that one of the screws on the bottom of the construct has backed out of one of the cams. Surgeon is currently monitoring the patient and the backed out screw. The surgeon will keep me informed of the situation and let me know if there will be a need for a revision.

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available for investigation.